Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The analyst noted a guidewire stopped at 2.3cm due to blood obstruction in the distal conductor. The blood was removed with alcohol and the guidewire passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an attempted implant, the physician was unable to place the lead as the guidewire was unable to be introduced into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.